Event description:
Syringe barrel has several imperfections embedded in the plastic.

Event description:
Add'l info rec'd from MFR 5/16/00: finished product audits confirm that this defect occurs very infrequently.